Manufacturer narrative:
Ge healthcare requested the failed magnetic field alarm board for engineering evaluation and investigation however the board had already been scrapped. As a result, root cause could not be determined. Evaluation of historical data with respect to the issue of a failed magnetic field alarm revealed no adverse trend. The MRI monitor user's guide provides guidance and warnings to the users with respect to appropriate usage and precautions to take when utilizing the device in an mr environment.

Manufacturer narrative:
Patient information not provided due to country privacy laws. Device serial number is not available at this time. Device manufacture date is not available at this time. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is complete.

Event description:
It was reported the magnetic field alarm on the MRI monitor did not visually or audibly alarm. There was no related patient consequence as the issue was identified while evaluating the device for an unrelated issue.